Event description:
During a cardiomems implant procedure a piece of the guidewire broke off while in the patient. The size of the piece was approximately 5mm in length. The break was noticed after sensor deployment as the physician was removing the wire and delivery catheter from the patient. The cause of the break is unknown. A snare was used to remove the broken piece. There were no adverse consequences to the patient and no additional intervention required.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.